Event description:
Healthcare professional reported right side capsular contracture, baker grade iii, and exchange from textured to smooth breast implants due to the patients concern with the product. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, the weight the device within specification, deformation, and yellow particles on the shell. After autoclave cycle was observed: cloudy color in the gel. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reasons for reoperation: capsular contracture, baker grade iii and patient concern with the product.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii and exchange from textured to smooth breast implants due to the patients concern with the product. Device has been explanted.